Manufacturer narrative:
A ge service representative performed an on site investigation. The 3 volt battery was replaced on the mother board during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not boot up. No pt injury was reported.